Event description:
It was reported that the pt underwent surgery for implant of posterior fixation from t2-pelvis with 5.5mm diameter ss rods, pedicle screws, and crosslinks. Sometime post-up both rods were broken at l5-s1 level. The pt underwent additional surgery approx 6 mos post-op to remove the hardware. It is unk if fusion had occurred. No pt complications were reported.

Manufacturer narrative:
Two pieces of a broken rod were returned to medtronic; however, all parts of the rod were not returned for evaluation. Cause of breakage is unk. Visual marking on the rod indicate appropriate tightening of setscrews during implant.